Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, h3, h6. Investigation summary: investigation flow: damage. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot number: 9298597) was received at us customer quality (cq). Visual inspection of the complaint device showed the shaft had broken at the first link. Device failure/defect identified? Yes dimensional inspection: specified dimensions: measured dimensions: shaft od (proximal to break) = conforming. Shaft od (distal to break) = conforming. Device used - caliper ca802. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the shaft has broken at the first link. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.028. Lot: 9298597. Manufacturing site: haegendorf. Release to warehouse date: january 16, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 5mm hexagonal flexible screwdriver was broken out of the trochanteric fixation nail advanced (tfna) set. The following compression of the nail that used the flexible screwdriver to attempt to loosen up the connecting screw for the trochanteric fixation nail advanced (tfna) insertion to the trochanteric fixation nail advanced (tfna) insertion handle and there is a little bound up of a lot of compression. There were no fragments generated from broken device, but procedure was completed successfully. There was a surgical delay of 1 minute to open another set. Patient outcome was unknown. Concomitant devices reported: unknown nails: tfna (part# unknown, lot# unknown, quantity 1), unknown connecting screw (part# unknown, lot# unknown, quantity 1), unknown nail insertion handles (part# unknown, lot# unknown, quantity 1). This complaint involves 1 device. This report is for (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).